Event description:
It was reported that during a lobectomy procedure, the stapler fired half of the recharge, as if it had run out of battery during the pulmonary artery firing. The battery was changed with another device that was on the surgical table, to return the blade and unlock the stapler, open it and fire again with the other battery and the same thing happened again, the charge was left halfway. First, the battery was changed and second, the part of the artery that the stapler did not suture was manually sutured to complete the procedure successfully with a delay of 30 minutes. There was no patient consequence. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2024. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9ek2d, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/9/2025. D4 batch #743c92. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards. The condition of the anvil is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. A gst60w reload loaded on the device was returned. The reload was received partially fired 1/2, and slight damage on the reload deck was observed. No functional test was performed due to the condition of the device. The device was dry fired without reload, and the knife stopped in the lockout area as intended. The knife reverse switch button was activated, and the knife returned to its home position easily. Additionally, the device was dry-fired, and the device completed its firing and returned to the home position without any difficulties. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of would not reverse button force could not be confirmed as the knife reverse button worked properly. The event reported of partial fire was confirmed and it is related to improper use of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 743c92, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2024. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? No. Or did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Or did the device fully fire and stop during the automatic knife return? No. In this case it was the second option, partially fire, it fired halfway and the motor stopped, blocking the device. Was there any difficulty opening the device? Yes, on the first occasion the battery was changed because the reverse button did not work and the device was locked. The vascular echelon battery was put in place, which was also open for this surgery. With that, it was possible to unlock with the reverse button and change the recharge. If yes, how was the device removed from the patient? On the first occasion the battery was changed because the reverse button did not work and the device was locked. The vascular echelon battery was put in place, which was also open for this surgery. With that, it was possible to unlock with the reverse button and change the recharge. If yes, did the jaws eventually open? Yes, jaws opened with the echelon battery change.